Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was unable to be interrogated. Premature battery depletion (pbd) was suspected to be the cause of the unsuccessful interrogation. This device was then successfully replaced. No additional adverse patient effects were reported. Device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was found to have no output and no telemetry. Detailed analysis confirmed that all power supply reference voltages were measured out of specifications. This failure mode is consistent with a failure of the mmic, however, the exact cause of the failure of the mmic could not be determined, as it started operating normally again during analysis.

Event description:
It was reported that this pacemaker was unable to be interrogated. Premature battery depletion (pbd) was suspected to be the cause of the unsuccessful interrogation. This device was then successfully replaced. No additional adverse patient effects were reported. Device has been received for analysis.